Manufacturer narrative:
Date of this report is being corrected to 05/28/2014. Date received by manufacturer is being corrected to 05/28/2014. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: (B)(4). Device evaluation: the returned sample was inspected at the manufacturing site under microscope magnification. Visual inspection revealed that lens was not found inside cartridge or assembly. Preloaded insertion system was found to be used with pushrod component engaged in cartridge. No damages were identified on returned sample. Lens was not received for evaluation. No further investigation was conducted. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Age at time of event: unknown. Gender: unknown. (Implant date) and (explant date) are blank because it was reported that the lens was stuck in the preloaded 1-piece pcb00 delivery system and therefore could not be implanted. Initial reporter phone number: (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
It was learned that the replacement lens was placed. Date of implant was not given. Replacement lens model is ar40, serial number unknown. Patient visual outcome was 10/10. No further information has been provided. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review indicated that all process operations presented in the manufacturing record were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the doctor could not implant the intraocular lens (iol), as the lens was stuck in the cartridge. It was stated that the incident provoked capsule damage and zonular disinsertion. The iol was removed, but not replaced. The next iol implantation of a model vrsa54 has not yet been planned. It was stated that the incision was 2.4mm. It is unknown if there was an incision enlargement. No further information was provided.